Event description:
It was reported that the patient was revised due to osteolytic lesions in the tibial head, confirmed by x-rays.

Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unknown. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation suggest that the event is related to the issues for which zimmer implemented a correction action for in 2007. This corrective action involved enhancing the labeling for the natural knee ii knee system. Reference MDR 1822565-2006-00284 for additional information regarding the corrective action taken. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.